Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that cracked three-way valve on the right branch. The three-way valve is connected to a broviac-type central inlet. The cvc supply was active at the time the leak from the defective three-way valve was observed.